Manufacturer narrative:
Evaluation no product was returned. Unfortunately without films or additional information, it is not possible to determine why customer experienced a recurrence of pulmonary embolisms (pe) or if the pe developed above or below the filter. If the pe developed bellow the filter, it is possible that the device was damaged during the gastric bypass surgery that prevented the filter from functioning as designed. Per our instructions for use booklet in the "warning" section we do state: "no technique will completely eliminate the possibility of recurrent pulmonary thromboembolism (pte). (With the bird's nest vena cava filter, the observed incidence of recurrent pte is clinically acceptable.)"

Event description:
The filter was placed in 2006, prior to a gastric bypass surgery. After surgery, the patient was released, but surgical complications occurred and the patient was admitted to another hospital six days later, while there, blood clots developed and went to lungs. The patient was treated at that time. Since then, pt has had recurrent pe. Another manufacturer's vena cava filter was placed above the bird's nest filter on the following year.